Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery tests. However, the pump was received with a motor error alarm during the occlusion test due to a faulty force sensor. The motor passed the motor test. The pump was received with a cracked reservoir tube lip, a case cracked at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed motor error after the device had been exposed to heat for a long period of time. The customer's blood glucose was 21 mmol/l. The customer had been using injections since the event. The caller stated that the insulin pump had not been dropped or bumped. The customer was advised to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.